Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't hot. Handpiece failed specs due to cap sticking inwards position. Visible black mark on outside center of cap. Cap has debris built up on outside edges of cap. No issue with turbine bears but has black mark on pusher due to coming intact with cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.